Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during the fill tubing step of a supply change on the ilet pump, despite multiple guided attempts with different supplies and a device restart; the issue resolved after switching to a new box of supplies, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a potential missed dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, consistent with a mechanical problem identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.